Event description:
It was reported that after that, implants were removed due to pseudotumor. The patient may have infection. There is arthromeningitis around head and liner. Cement molding was implanted. The patient's activity was very high. He is a farmer.

Manufacturer narrative:
An event regarding pseudotumor (altr) and infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection was performed as part of the material analysis report. The proximal and distal surfaces of the trident insert are shown. Discoloration was present on the surfaces of the insert. Yellow discoloration has been attributed to in-vivo absorption of synovial fluid. Burnishing, scratching and third body indentations were visible on the distal surface of the insert. Burnishing is caused by adhesive/abrasive wear against the v40 femoral head. Wear analysis could not be performed on the insert due to explantation damage present on the distal surface. A dimensional inspection could not be performed due to the damages described in the visual inspection. A functional inspection could not be performed as the event cannot be replicated. The material analysis concluded that: discoloration, burnishing, scratching and third body indentations were present on the trident insert. Discoloration occurs when the insert absorbs synovial fluid. Burnishing, scratching and third body indentations are common failure modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after tha, implants were removed due to pseudotumor. The patient may have infection. There is arthromeningitis around head and liner. Cement molding was implanted. The patient's activity was very high. He is a farmer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.